Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on august 03, 2021 with catalog number 330cc. Visual analysis of the returned device identified: delamination in the diaphragm valve, white particles inside the device, opening crack in the diagram valve. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify delamination, opening crack in the diaphragm valve and opening sharp in the patch shell bond edge. Based on the device analysis the final assessment is: - delamination of the diaphragm valve assessed as adhesive failure. -a opening sharp in the patch/shell bond edge (in the bladder) assessed as unidentified (tear) opening. - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.5, b.6, d.9, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.